Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, foreign material was discovered. The physician attempted to place the taxus express2 2.75x32mm drug eluting stent in the right coronary artery, however, the stent was unable to cross the lesion. When the stent delivery system was being pulled back into the guide catheter, they noticed a foreign material on it. It was described as "plasticky looking." The procedure was completed with another taxus stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.